Event description:
Caller reported a malfunction on pump but confirmed no notable events occurred prior. There was no adverse impact to customer's blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by technical support to reset the pump, and it was verified that the malfunction code did not recur post-reset.